Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs.

Event description:
It was reported that during a scheduled deep brain stimulation (dbs) procedure, the physician encountered difficulty removing the port plug from the lead extension to connect the lead. Upon inspection, the physician assessed that the port plug was damaged, although the cause of the damage was not specified. The lead extension was replaced with another of the same model, and the procedure was completed successfully. The patient recovered well post-operatively.

Event description:
It was reported that during a scheduled deep brain stimulation (dbs) procedure, the physician encountered difficulty removing the port plug from the lead extension to connect the lead. Upon inspection, the physician assessed that the port plug was damaged, although the cause of the damage was not specified. The lead extension was replaced with another of the same model, and the procedure was completed successfully. The patient recovered well post-operatively.

Manufacturer narrative:
Analysis of the returned deep brain stimulation (dbs) lead extension visual inspection revealed it was cut into multiple pieces, these clean-cut damages are a result of a typical explant procedure, and it is not considered a failure. The connector block with the port plug was not damaged but was separated from the lead extension connector which appears to be a result of excessive force used during attempt in disconnection. Additionally, the lead extension set screw was still tightened on the port plug prior to attempts in loosening it, once set screw was loosened, the port plug separated from lead extension without issues. A review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states; loosen the set screw on the lead extension using the provided hex wrench. Based on the available evidence, the reported occurrence was confirmed. Analysis revealed the set screw was still tightened on the port plug prior to testing, however once loosened, the port plug separated from the lead connector without resistance. Therefore, the most likely root cause is an unintended use error caused or contributed to this event.